Manufacturer narrative:
Concomitant medical products: product ID: 5554-45, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was alerted for high impedance on the right ventricular (rv) lead on presenting electrograms (egm). Loss of capture was also noted. Oversensing was also noted on the right atrial (ra) lead on stored egms. Both leads remain in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.